Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: customer reported that no fluid came out of the product.

Manufacturer narrative:
H6: investigation summary one open 32g x 4mm pen needle sample and one photo were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and photo and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. As all samples returned were open it is not possible to determine root cause. A device history review could not be completed as no batch number was provided.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: customer reported that no fluid came out of the product.